Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device alarmed with an e630 (screw rotation error) error code. The device was returned to the biomedical department for a report of a power issue. No specific pt info, device programming, or event details were available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.